Event description:
It was reported that this right atrial (ra) lead presented undersensing and low intrinsic amplitude. (B)(6) technical services (ts) stated that sinus beats are undersensed but the atrial tachycardia has much larger signal and marked as atrial sense appropriately. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).